Event description:
It was reported that the patient exchanged their battery clips at home; however, the alarms did not resolve. The patient then came into the site and the system controller was exchanged and the patient was new given new battery clips. The alarm subsequently resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms was confirmed via the submitted log file. The log file contained data spanning 4 days ((B)(6) 2023 per the timestamp). The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or routine battery depletion. The atypical alarms occurred due to the relative state of charge (rsoc) voltage dropping while connected to 14v batteries. The alarms occurred on both the black and white power cables. No other notable alarms were active in the log file. The pump maintained a speed above the low-speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came in with positional beeping on black power lead despite changing clips. The patient was beeping on arrival to the hospital. While interrogating, there were no alarms, and vad coordinator was unable to replicated with manipulation of the black power lead. New clips were provided to the patient but also placed while the patient on their backup controller. The patient will follow up. Log file captured numerous odd low power advisories while the patient was connected to batteries. These appear to be happening back and forth between the white and black power leads indicating an issue with either the batteries or clips. Additional information stated that the patient had exchanged clips at home prior to coming in with ongoing alarms. The alarms reportedly resolved with exchanging the clips.